Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient's doctor prescribed them tizanidine hcl 4 mg to resolve the muscle spasms at the ins site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for intercostal neuralgia. It was reported that the patient fell on the left side of their body 2-3 weeks ago in (B)(6) 2018. Since the fall, the patient had muscle spasms at the implantable neurostimulator (ins) site. At first it was once and a while but it had gotten more frequent with time. No further complications were reported.